Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer could not resume insulin delivery after pressing the "resume insulin" button. Customer did not believe the event was a touch screen issue. Customer unlocked the screen and successfully resumed insulin. Tandem technical support was unable to perform a pump system check as the customer had reverted to an alternate method for insulin therapy. There was no reported impact to blood glucose.